Event description:
Additional information received reported that over the 15 months after implant, the patient¿s pump was adjusted ¿about 30 times from 100mcg to 1000mcg¿ with no change and the patient¿s parent ¿kept saying it¿s not working.¿ the patient was referred to a second healthcare professional (hcp) to check the pump and catheter, and the catheter was broken. The hcp replaced a portion of the catheter and ¿immediately¿ the patient had severe spasticity in his neck and shoulders (pulling his head back), and severe neuropathy in his lower legs. In the two years since the revision the patient has not been able to sit up, move his arms, open his hands, or breathe deeply. The patient has been in the hospital twice with pneumonia. The reporter stated they needed a recommendation for another hcp.

Event description:
It was reported the patient did not think the pump was helping him. It was unknown when the patient felt like that started. It was noted on (B)(6) 2014 they did not have 500mcg/ml of drug so they just filled the pump with 2000mcg/ml and put the pump into minimum rate mode. A bridge bolus was not programmed. It was calculated the patient would be getting 3mcg/day at that rate with the 500 still being dispensed since (B)(6) 2014 and now the patient was spastic. The lowest programmable dose for the 2,000mcg/ml concentration was 96mcg/day and the hcp "felt that would be too high." The hcp did not want to do a system contents removal and decided to let the pump continue to run at minimum rate. It was reported on (B)(6) 2014 that the 50mcg/day dose made the patient ¿too noodly¿ and they wanted to start him at 24mcg/day. The pump was refilled with 500mcg/ml of baclofen on (B)(6) 2014 and the hcp was deciding what to do about the 2,000mcg/ml baclofen that was making its way through the pump. The pump was being used to deliver baclofen. Patient status, further interventions, and outcome were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information reported lioresal intrathecal concentration was 500 mcg/ml and the dose rate being administered to the patient via the intrathecal pump was 24.03 mcg/day. The patient had no problems and was on numerous medications. The lioresal concentration was changed from 500 mcg/ml to 2000 mcg/ml and the dose was lowered to the minimum dose. Then, the patient wanted to be back on the previous dose which was not possible unless the concentration was changed back to 500 mcg/ml. So, the concentration was changed back to 500 mcg/ml. The patient had experienced increased spasticity in relation to the drug issue. No troubleshooting had been performed. The patient had a history of multiple sclerosis ¿340,¿ optic neuritis, and had no known drug allergies. The patient hadn¿t experienced any symptoms, and there was no event. The patient discussed lowering the dose or having the pump removed, so the dose was lowered. As of the date of this report, the patient was doing well and had no problems. Per the pump telemetry, the pump concentration and dose changes occurred first on (B)(6) 2014. On (B)(6) 2014, the concentration was changed from 500 mcg/ml to 2000 mcg/ml and the dose was changed from 50.04 mcg/day to 12.7 mcg/day. Later on (B)(6) 2014, the concentration was changed back to 500 mcg/ml and the dose was changed to 34.95 mcg/day. The pump was later programmed on the same day ((B)(6) 2014) to administer a dose of 24.03 mcg/day (concentration remained 500 mcg/ml).